Event description:
I had hernia surgery and they used mesh since then, I have been in worse pain and discomfort, now I even have a cyst on my right testicle. I have also been told that I suffer from chronic pain and nerve damage.